Event description:
It was reported that a malfunction occurred with the pump categorized as malf 1-0x279f, which required replacement. There was no reported impact on the customer¿s blood glucose level, and no further information about their levels was available. The customer was informed that the pump was within warranty and needed replacement, but they declined to share what backup therapy they would use to ensure continuity of insulin delivery. The customer was instructed by technical support to return the problematic pump within 10 days using a provided pre-paid label and return box. The replacement pump was confirmed to have been sent to the customer's address.